Event description:
It was reported that the patient's seizure condition was worse with vns therapy. A review of programming history showed that the diagnostics were within normal limits until 2005 when the device reached end of service. A review of manufacturing records indicated that the generator passed inspection prior to distribution. No additional relevant information has been received to date.